Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The patient's condition did not improve following the hospitalization, and this patient has since passed away from non-cardiac related causes. The device was never explanted and will not be returned for laboratory analysis.

Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found in safety mode without the ability to interrogate approximately 2 weeks following interrogation indicating remaining longevity of 5 years with a charge time of 8.4 seconds. During that 2 week period the patient experienced a ventricular tachycardia (vt) storm for which the device delivered 30 appropriate shocks; they subsequently underwent a vt ablation during that time as well. The patient was hospitalized pending system revision. No adverse patient effects were reported.